Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had rainbow horizontal bars after connecting the device and nothing comes on. The issue was found during setting up the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d9, d10, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is due to faulty video cable/connector, and leak between charged coupled device (ccd) and rear cover. A root cause could not be identified. Based on the results of the investigation, probable causes of the alleged failure connected and rainbow horizontal bars. Nothing comes on is due to open circuit problem due to an electrical circuit that does not conduct current because a switch is open, a wire is broken, etc. The most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.